Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified obtuse marginal branch. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. When the device was removed from the patient, it was noted that the balloon was ripped. The procedure was completed with a new device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified obtuse marginal branch. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. When the device was removed from the patient, it was noted that the balloon was ripped. The procedure was completed with a new device. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen and the balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 7mm from the tip of the device. The device failed to inflate to rated burst pressure.